Event description:
The lead was reportedly replaced due to a suspected subclavian crush or twiddlers syndrome.

Manufacturer narrative:
The analysis of the available patient files identified a gradual increase of the ventricular lead impedance, as well as ventricular noise oversensing, with a pattern typical of a lead issue or a lead/device connection issue. However, a lead issue is the most likely root-cause, as it was reported that the lead was replaced on (B)(6) 2018 due to an either twiddlers¿ syndrome or a subclavian crush. As the lead was not returned for investigation, no further investigations could be performed.

Event description:
The lead was reportedly replaced due to a suspected subclavian crush or twiddlers syndrome.